Manufacturer narrative:
Model number/catalog number: sc-2316-70. Serial number: (B)(4). Batch/lot number: 17008988. Model/catalog description: infinion 16 lead kit 70 cm model number/catalog number: sc-3400-30. Serial number: (B)(4). Batch/lot number: 17728281/17517533. Model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients leads had migrated and the patient was not getting adequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively.